Manufacturer narrative:
Additional information: section h imdrf annex a grid, imdrf annex g grid & imdrf annex c grid. Correction: section d unique identifier (UDI). Part analysis: the reported condition of failed drawer fell off rail along with a broken motherboard was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4): bd fse reported that aux enhanced full height drawer 3 had been pulled off the cabinet. All rails, pcbas, retractor band, and sensor had been damaged. Fse replaced the issued drawer. After replacement of hardware, the device was configured and tested. The device exhibited no further issues. During dchu visual inspection: p/n (B)(6).: date code 19aug2023: the top of the drawer was observed with signs of fluid ingress. During dchu testing: p/n (B)(6): date code 19aug2023: the retainer cage was found migrated from its intended location, resulting in the exposure of ball bearings. Additionally, the corresponding slide rail was found to be missing the slide bumper. Also, one side of the rail was found to be missing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the complaint component was generated by a mechanical failure within the slide rail assembly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had fallen off the rail and the motherboard on the back was broken and the users were rip it open to access the medication. As per part investigation, it was determined that mechanical failure within the slide rail assembly. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) found that the cabinet rails, drawer board, retractor band, and sensor had been damaged. The fse replaced the full-height drawer to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had fallen off the rail and the motherboard on the back was broken and the users were rip it open to access the medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had fallen off the rail and the motherboard on the back was broken and the users were rip it open to access the medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.